Manufacturer narrative:
A photograph of one sample was provided for evaluation. Visual inspection of the photograph revealed a dark spot on the tubing line. It could not be determined from the photograph whether the particle was inside or outside of the fluid path. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor had a brown particle embedded in the administration tube. This was noted prior to patient use. There was no patient involvement. No additional information is available.